Event description:
Reportedly, on (B)(6) 2020, the patient called for technical assistance because when a patient initiated transfer (pit) was attempted, the pit button displayed a constant red light. The user turned off and on the tap switch where the subject home monitor was connected and the status led turned on orange, while the associated wirex displayed a green light in only one of its signal strength lights. The home monitor was set up more than one meter from its associated wirex and no electronic appliances were around the wirex. As it was suspected that the wirex signal was weak, it was set by the window, but without success. After unplugging/plugging the unit, two signal strength lights were lighting in the wirex, but the status led of the home monitor turned on orange. After unplugging/plugging the unit again, the situation did not improve. The check button of the home monitor was pressed, but the status led never turned green.

Event description:
Hold for r.g. 1.20reportedly, on (B)(6) 2020, the patient called for technical assistance because when a patient initiated transfer (pit) was attempted, the pit button displayed a constant red light. The user turned off and on the tap switch where the subject home monitor was connected and the status led turned on orange, while the associated wirex displayed a green light in only one of its signal strength lights. The home monitor was set up more than one meter from its associated wirex and no electronic appliances were around the wirex. As it was suspected that the wirex signal was weak, it was set by the window, but without success. After unplugging/plugging the unit, two signal strength lights were lighting in the wirex, but the status led of the home monitor turned on orange. After unplugging/plugging the unit again, the situation did not improve. The check button of the home monitor was pressed, but the status led never turned green.